Event description:
It was reported that the physician attempted to deploy the stent graft, however, resistance was immediately observed once deployment was attempted. When additional force was applied, the catheter shaft broke. The procedure included treatment of the common iliac artery with a contralateral approach. The iliac bifurcation was not abnormally tortuous or tight in nature and the delivery system was advanced to the treatment site without incident. The stent graft was placed in a straight section when deployment was attempted. The stent graft delivery system was removed from the pt without incident and another stent graft was implanted without incident. No injury to the pt was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for eval. The sample eval was based on a visual dimensional and a functional/performance eval of the delivery system. The investigation findings show that the safety clip was missing. The distance between tuohy-borst adapter and pin vise handle was approximately 73 mm. The outer sheath was torn off at the catheter reinforcement and elongated distal to it. The stent graft was loaded in the delivery system and slightly shifted distally for 1 mm. The pebax tip protruded approximately 23 mm from the tip of the outer sheath. The distal stent strut penetrated through the outer sheath at the position of the marker band. The condition of the sample leads to the conclusion that the stent strut penetrated through the outer sheath and high deployment forces affected the system, which made stent graft deployment impossible and led to the elongation and separation of the outer sheath. Based on the investigation performed the reported problem is confirmed. A root cause for the reported event could not be determined. The application represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The instructions for use state: the safety and effectiveness of this device for use in the vascular system has not been established and can result in serious harm and/or death.